Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? How much intraoperative blood loss was recorded in the operative notes? Were there any staple formation issues identified throughout the care of the patient? Was the post-operative bleeding intraluminal or extraluminal? What was the suspected total volume of post-operative blood loss? How many units of blood were given? Was any medical or surgical intervention required to address the bleeding besides transfusion? What is the current patient status?

Event description:
It was reported that the surgeon told me about strong bleeding after a sigmoidectomy. He says that it occured on the anastomoses (with ecs29a). It happened post-operatively after 12-48 hours. The patient had to receive blood transfusion and had a coloscopy.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Cancer. What healthcare professional fired the device and what is his/her experience with the device? Senior surgeon who uses cdh since years. Where in the green gap setting scale was the indicator located prior to firing? 1mm. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were the donuts inspected? If so, please describe. Yes, complete. Was a complete washer transection confirmed? Yes. How much intraoperative blood loss was recorded in the operative notes? No intraoperative blood loss. Were there any staple formation issues identified throughout the care of the patient? No. Was the post-operative bleeding intraluminal or extraluminal? Intraluminal. What was the suspected total volume of post-operative blood loss? About 600ml. How many units of blood were given? 1-2. Was any medical or surgical intervention required to address the bleeding besides transfusion? Intervention of the gastroenterologist who put clips and hemostatic spray. What is the current patient status? Fine.